Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. The cse cleaned some buildup from the sample dispense port. The cse then adjusted the reagent probe 1 and reagent probe 2 cuvette bottom alignments. The cse found no other issues. The cse then calibrated tni-ultra and ran a 5 precision test with low quality control (qc) and two known negative samples. The cse also ran three levels of qc. All results were acceptable. The cause of the discordant, cardiac troponin I result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate advia centaur xp instrument, resulting lower. A corrected reported was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I result.